Manufacturer narrative:
Upon completion of the investigation it was noted that the device had a tear in the silicone housing around the siphon guard as well as a small tear above the ruby ball. It is possible that the device may have come in contact with the edge of a sharp instrument; however this could not be confirmed. Also, it could not be determined if the tears occurred during the implant or explain of the device. The device was tested and passed all tests. It appears the root cause for the problem reported was due to the tears in the device. The instructions for use warn health care professional to use extreme care when handling silicone products as they have a low tear resistance. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that under drainage was noted. As a result the device was revised. Complaint is being filed late as a result of complications to a new complaint handling system.